Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was fell out and not had any cannula. Customer's blood glucose level was 195 mg/dl. Customer was not reporting that the sensor or introducer needle fractured while in the body. Customer also stated that the tape was not sticking. The device will not be returned for analysis.